Manufacturer narrative:
Explanation: there was no death associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The reported problem (no gel delivered during treatment) was confirmed. As received, the therapy electrode belt gel packs were intact. Upon evaluation, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled, damaging the yellow gel fire wire and causing the inability to deploy gel during treatment. The root cause of the damaged yellow fire wire was physical abuse. Device functionality testing confirmed ability of the electrode belt to detect a treatable arrhythmia and deliver a treatment. The investigation into the event concludes that there was no device malfunction that contributed to or caused the inappropriate treatment. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was improper response button use (patient pressed the response buttons intermittently). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was supraventricular tachycardia (svt) rate above the treatment threshold and motion artifact. The rapid rate satisfied the rate detector of the detection algorithm. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of four shocks. The patient was reportedly conscious and at home at the time of the event. It was reported that the lifevest was continuously alarming and the patient pressed the response buttons, but eventually the patient decided to let the treatment occur. Supraventricular tachycardia (svt) rate above the treatment threshold and motion artifact contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The response buttons were pressed after the first shock and earlier in the detection sequence but not immediately prior to the second shock. The response buttons were pressed a last time after the second shock. The response buttons functioned appropriately. The patient was taken to the ER and continued wearing the lifevest. Upon review of the ECG and flag data, it was observed that the third shock delivered a pulse of 4j with an impedance of 0 ohms. The low energy shocks were likely due to the pulses being delivered into an open load, which is consistent with a 0 ohm impedance. The cause of the open load and reported impedance was likely due to the therapy pads on the lifevest not making full contact with the patient at the time of the defibrillation event. The other three shocks delivered full energy pulses. It was reported that no gel was released during the treatment event. It was reported that the patient did not suffer any burns or injuries as a result of the treatment.